Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel, (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified hydration solution at an unspecified rate via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the distal clave y-site of the primary tubing set for piggyback delivery of alvelox 400mg/250ml. The customer contact reported that alvelox solution was yellow in color. The primary solution container was lowered below the secondary solution container and reportedly lowered below the pump. After an unspecified length of time, it was noted that the secondary solution container was empty and the solution in the primary solution container was yellow. The tubing sets and solution containers were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.